Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit and found the light guide adhesive peeling and loose, three (3) broken elements, and corrosion in the connector. It was also noted the distal sheath was removed and they were unable to duplicate the reported event. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus their evis exera ii ultrasound gastrovideoscope balloon does not inflate and unable to insufflate patient or balloon. Upon inspection and testing of the customer returned device, it was observed the distal sheath adhesive was chipped. This report is being submitted for the malfunction found during evaluation. There were no reports of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
The customer confirmed the balloon inflated during preparation for use prior to the procedure but it would not inflate during the procedure. Another scope was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 28-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the chipped adhesive likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.